Manufacturer narrative:
An event of atrioventricular (av) block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported atrioventricular (av) block could not be conclusively determined. The reported surgical intervention and hospitalization were due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed, and the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using an unknown delivery system. During procedure, the activated clotting level (act) were 106, 305s and heparin was given. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was successfully implanted and final implant depth at non-coronary cusp (ncc) was 6.80mm, left coronary cusp (lcc) was 6.63mm. On (B)(6) 2025, the patient had a presyncope episode and found to have a complete atrioventricular (av) block with wide qrs complex. A decision was made to implant a cardiac resynchronization therapy with pacemaker (crt-p). The patient required a prolonged hospitalization.